Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call.

Event description:
The customer reported that the 2600 system would not capture the images. No pt injury was reported.